Manufacturer narrative:
Continuation of d10:  product ID d-evprop23-29 (lot: 0011864510); product type: 0195-heart valves; implant date n/a; explant date n/a product ID d-evprop23-29 (lot: 0011856486); product type: 0195-heart valves; implant date n/a; explant date n/a product ID evproplus-29 (B)(6); product type: 0195-heart valves; implant date ; explant date. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve (B)(6) a pre-implant balloon aortic valvuloplasty (bav) was performed using a 188 mm non-medtronic ((osypka vacs iii) balloon. Approximately half-way through the deployment process, an infold was identified across the valve. The valve was recaptured and removed from the patient. A second, pre-implant bav was performed using a 20 mm non-medtronic ((osypka vacs iii) balloon. The valve was attempted to be deployed again, however the infold persisted. The entire system was withdrawn and replaced. During the deployment of the second valve (B)(6) using the second system, another infold was identified across the valve during the half-way deployment point. To address the infold, the valve was recaptured and removed from the patient. A third dilation was performed using a 22 mm balloon. The system was reinserted and deployment began again. Under angiography, the infolding persisted. The physician elected to implant a non-medtronic balloon-expandable valve. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the valve was received inside its original product packaging jar filled with clear unknown solution. The valve appeared discolored showing evidence of blood contact. All leaflets were flexible and intact. All leaflets exhibited signs of severe creases; conditions possibly associated with the valve being in the crimped position for unknown duration of time. As received, all leaflets were in a partially open position with a large gap between all leaflets. Bloody host tissue was present on all commissures. Commissures were intact. The valve was received in a crimped state with the inflow aspect exhibiting a d-shaped appearance. The valve was submerged in a warm saline bath. The valve frame expanded further, however, appeared to maintain a compressed condition, possibly from being in the crimped state for an unknown duration of time. Due to the received condition of the valve, a deployment simulation could not be performed to assess against the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received inside its original product packaging jar filled with clear unknown solution. The valve was discolored showing evidence of blood contact. All leaflets were flexible and intact. All leaflets exhibited signs of severe creases; conditions possibly associated with the valve being in the crimped position for unknown duration of time. As received, all leaflets were in a partially open position with a large gap between all leaflets. Bloody host tissue was present on all commissures. Commissures were intact. The valve was received in a crimped state with the inflow aspect exhibiting a d-shaped appearance. The valve was submerged in a warm saline bath. The valve frame expanded further, however, appeared to maintain a compressed condition, possibly from being in the crimped state for an unknown duration of time. Due to the received condition of the valve, a deployment simulation could not be performed to assess against the reported event. Image review: intra procedural fluoroscopic images were submitted to medtronic for review of the event. The patient¿s executive summary was provided for anatomical review. Annulus perimeter measured 76.7mm with a perimeter derived diameter of 24.4mm, suggesting a 29mm evolut. Additionally, the aortic valve appeared to be significantly calcified. Fluoroscopic valve load inspection of the first valve was provided for review and confirmed a good load. A pre-implant balloon aortic valvuloplasty (bav) was performed prior to valve implant. There was no evidence of infold with the first deployment attempt. An infold is noticeable at 80% after the second deployment attempt. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. A new valve was load and confirmed a good load. During implant attempt with the new valve, it appeared to be significantly under-expanded. The valve was not implanted at this time, and another bav was performed. Succeeding implant attempts resulted in significant under-expansion and infold. Subsequently, furt her attempts at implantation were aborted. Updated: d9, h3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.